Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced personality module vision acquisition (pmva), personality module surgeon console (pmsc) and sensor to resolve the issue. The system was verified and ready to use. Isi has received the pmsc, pmva and sensor for evaluation and the reported failure could not reproduced. The tech was unable to reproduce the failure report by installing these units into pca test system test together. Also, they ran 10 minutes sine cycle, 2 power cycle and sitting idle for 1 hour without any errors. There was good video on both eye with no anomalies. The units remained in the test system for 5 days, while testing other parts, and it performed with no issue. Good video on both eye on surgeon side console (ssc).

Event description:
It was reported that during a da vinci-assisted hartmann surgical procedure, the right eye in the surgeon side console (ssc) goes completely blank. The customer had to power cycle the system to restore the right eye and then it would go blank again. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure with the ports being placed already. The site was able to perform a reboot of the system and complete the procedure. There was no injury to the patient.